Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: the pump was returned with a load step malfunction. During the load step, the piston pusheed up until the cartridge was empty. A force calibration test failed. The force sensor was removed and the resistance value was found to be out of specifications. Contamination was observed on the force sensor plate. The battery compartment was cracked along the side. The display screen was dim and discolored.